Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet bionic pancreas exhibited an unresponsive wake/sleep button, preventing the user from waking the device during a period when insulin had been paused, after which the user later succeeded in waking the device; the device functioned normally during troubleshooting, and a replacement was arranged. Symptoms included none reported. Outcomes included no alerts, no need for outside assistance, and no medical intervention. Investigation included on-call troubleshooting, verification of current firmware, wake-button press while on the charging pad, and a prolonged wake-button press to recalibrate the screen. Investigation of this device was confirmed and revealed that the device intermittently failed to respond to the wake/sleep button, consistent with a potential user interface responsiveness issue of the device¿s screen/button assembly; no persistent malfunction was reproduced. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.